Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: an invalid lot # of 1020553 was provided by the initial reporter. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd secondary set with 0.2um inline filter experienced a case of ruptured tubing, and a case of cracks. The following information was provided by the initial reporter: we are finding more and more defective infusion hoses! The chamber showed a crack. In another case, a secondary set's tubing was torn at one point and severed at another.

Event description:
It was reported that bd secondary set with 0.2um inline filter experienced a case of ruptured tubing, and a case of cracks. The following information was provided by the initial reporter: we are finding more and more defective infusion hoses! The chamber showed a crack. In another case, a secondary set's tubing was torn at one point and severed at another.

Manufacturer narrative:
It has been determined that the device involved with this incident is not subject to us regulatory reporting requirements. This report and the initial MDR submission, (MFR report# 2243072-2022-00172) may therefore be disregarded.